Event description:
Machine that delivers cardioplegia portion(crystalloids) during open heart surgery bypass procedure malfunctioned. Multiple bottle, vent, tubing changes equipment changed after physician intervened and placed k+ into aorta(which was done to achieve arrest for procedure). Per physician no apparent effect to the pt. Coincidentally, other pieces of sarns bypass equipment also had problems during this procedure. Per senior tech, may have been user related,